Event description:
A tandem mobi cartridge alarm was reported, and it was confirmed as cartridge alarm 30 by technical support. There was no adverse impact on the customer's blood glucose level. Technical support resolved the issue by arranging for a replacement pump to be sent to the customer. The customer was instructed on how to put the existing pump into storage mode and advised on steps to take upon receiving the replacement. The existing pump was to be returned within 10 days using a pre-paid label, and the customer acknowledged these instructions.